Event description:
The customer reported that during use of the 9600 system, fluoroscopy would stop. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The video signal line in the interconnect cable connector was repaired. The system was tested and operates as intended.